Event description:
It was reported that an angio-seal evolution was selected for use. Approx 45 minutes post deployment, the pt developed a large groin hematoma. Due to continued bleeding, the pt went to surgery. The angio-seal components were removed and it was stated that the collagen appeared relatively loose and not securely fixed to the access site. The pt experienced significant bleeding in surgery and experienced hypovolemic shock. The pt is now reported to be stable.

Manufacturer narrative:
No product was returned. Preview of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.